Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A doctor of ophthalmology reported that a system displayed an error message and stopped during a procedure. The surgeon tried to restart the system with no success. The surgeon switched to an extracapsular cataract extraction (ecce). The patient experienced iris prolapse. The surgeon tried to repair the iris but had a difficult time and the iris was damaged. The wound was enlarged during the surgery which caused the patient to have a large amount of astigmatism immediately after surgery. And increased intraocular pressure. The surgery was completed and the patient was hospitalized for 4 days. Symptoms are improving but has persistent condition.

Manufacturer narrative:
The system was examined and the reported system message was replicated. The battery and the solenoid clip were both replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 16, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Without samples received, it is not possible to determined which part attributed to the root cause of the reported events. Therefore, the root cause remains inconclusive. (B)(4).

Manufacturer narrative:
The surgeon reported that a system message [vent valve failed closed] displayed and the system stopped during cataract surgery on the left eye (os). The surgeon tried to restart the system with no success. The surgeon switched to an extra capsular cataract extraction (ecce). The patient experienced iris prolapse. The surgeon tried to repair the iris but had a difficult time and the iris was damaged. The wound was enlarged during the surgery which caused the patient to have a large amount of astigmatism immediately after surgery and increased intraocular pressure. The surgery was completed and the patient was hospitalized for 4 days. Symptoms are improving but the patient has a persistent condition. The patient has a history of glaucoma, osteoporosis, and thoracic compression fracture. The patient had cataract surgery on the right eye (od) (B)(6) 2017. A completed questionnaire was received. The patient was an 84 year old female. The event occurred during surgery with a system message displaying, unable to load the cassette, and the system stopped. There was no problem until after the third surgery of the day. When attempting to start ultrasonic on this case, number four (4). The staff attempted to restart, but was unable to. The system¿s operator¿s manual states: if a problem occurs on the instrument, contact company technical support or your local representative and give details of the breakdown circumstances and effects. If there is an event message, write down the number and message exactly as it appears on the screen. From these elements, a specialized technician will evaluate the problem and determine the maintenance requirements. For optimum performance, it is the user¿s responsibility to schedule preventive maintenance service on the system and its accessories at least one time each year. The field service engineers are trained and equipped to provide the highest quality of workmanship. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on may 16, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).